Event description:
A power-on-reset (por) condition was reported. The specific effort code was not available. As a result of the event the patient could not turn therapy on. The patient was able to clear the por with the patient programmer and resume therapy. It was noted that the por may have been caused by an electromagnetic field.

Manufacturer narrative:
(B)(4). Lead model 3888-45, lot# v632679, implanted: (B)(6) 2012, explanted: na; lead model 3888-45, lot# v632930, implanted: (B)(6) 2012, explanted: na; lead model 3888-56, lot# v434087, implanted: (B)(6) 2012, explanted: na; lead model 3888-56, lot# v592009, implanted: (B)(6) 2012, explanted: na; extension model 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; extension model 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial# (B)(4); recharger model 37752, serial# (B)(4).